Event description:
The customer stated that she was hospitalized due to hyperglycemia. Troubleshooting was performed, and the programming on the insulin pump was correct. The insulin pump passed the prime and high pressure tests. The customer stated that when she removed the infusion set, she noticed some blood at the site. The customer stated that her doctor told her that it is likely that she had an issue with her infusion site. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.